Event description:
It was reported that a malfunction occurred on a pump after it was exposed to x-ray during a trip. There was no adverse impact to the customer's blood glucose level. The customer received information to reset the pump and confirmed later that the reset was successful. The customer resumed use of the insulin pump, and everything was functioning properly.